Manufacturer narrative:
Citation: chuanhui li ; yang wang; youxiang li, et al. Cranial nerve dysfunction associated with cavernous dural arteriovenous fistulas after transvenous embolization with onyx. Cardiovasc intervent radiol (2015) 38:1162¿1170 doi 10.1007/s00270-015-1062-y the device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through review of literature that one patient experienced delayed right cn vi palsy 3 months post transvenous embolization treatment. The cn vi palsy improved significantly, but was not completely resolved during later clinical follow up. The patient was treated with both onyx and coils and had complete occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.